Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA: 624392. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Analysis of the device noted that a multimeter was used to test the voltage in the battery, and it was found to be 3.68 v. Then, the battery was put into the ao3 test mcgrath. The display was a blue screen with four loading squares. Eventually, the squares went away, and an empty battery icon flashed on the blue screen. The battery was also put into the ao2 test mcgrath. It was found that both the display and the led did not work. It was reported that the a03 video laryngoscope's screen had no display, even the reported battery had 231 minutes remaining. The reported issue was confirmed. The most likely cause was traced to component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the a03 video laryngoscope's screen had no display, even the reported battery had 231 minutes remaining. Led at the tip was lit up. When it was replaced with another known good battery, it worked without any problem. There was no patient involvement.